Event description:
Emergent evar for ruptured aaa. A 28x120 bifurcated device placed on the bifurcation. A 34x80 express proximal extension was required to seal in the proximal neck. Both devices were delivered accurately and without incident. The rcia was dilated in the seal zone with residual type I distal leak. A 16x55 limb extension was delivered and excluded the leak. The main body and aortic cuff junctions were ballooned and a final angiogram showed an excellent outcome with no endoleaks. As the physician started to remove wires, he noticed a radiopaque tapered tip in the descending thoracic aorta. A snare was advanced through the intuitrak introducer sheath up and over the lunderquist wire and over the tapered tip. The physician brought it down but was unable to pull it through the narrow artery with the 16x55 extension. He advanced it back up high enough to balloon the extension with an 8x4mm balloon. He was then able to pull the snared piece into the sheath and remove it. The pt was sent to the ICU and is doing well with exclusion of his ruptured aneurysm.

Manufacturer narrative:
Review of lot records/work orders identified no non-conformities. Further investigation of the returned device indicated a uv adhesive bone failure between the polyimide tubing and the inner core assembly. Additional testing of the product in inventory confirmed finding. Uv bond at the polyimide tubing/inner core junction. Use of the device for emergent rupture is off-label per indications for use. The bond failure contributed to the event. Eval of the returned product and product in inventory indicated a bond failure causing the polyimide tubing to detach from the inner core.